Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the biomedical engineering dept for an unspecified issue. No tracking info; therefore, specific pt info, pump programming, or event details were not available. During testing while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.